Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a response issue with the audio bolus button. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, the audio bolus button was intermittently unresponsive and difficult to press during testing. A hole was noted in the cover; the cover was removed and evidence of contamination was found along with the contact being misaligned. Unrelated to the display and audio bolus button issues, the keypad cover was returned torn off; exposing all the button contacts. The buttons were responsive during. Initial reporter: (B)(6).